Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 12, 2023.

Event description:
Per the clinic, the patient experienced sudden loud noise, loss of sound and performance decmoria pelesrement with the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.